Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3 other code: as the device remains implanted, no further investigation of the device can be performed. Product history review: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. The study coordinator stated that the root cause for this event is probably caused by poor position of the fewest rated stent graft in the tortuous anatomy. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on 4/1/25 from the medrio study database: on (B)(6) 2021, this 79-year-old female patient underwent endovascular treatment for1 thoracoabdominal aneurysm iii. The patient was treated with a cook t-branch device and two gore® viabahn® vbx balloon expandable endoprosthesis devices placed in the sma and right renal artery. On july 8, 2024, it was noted that the patient had a graft kink. This adverse event required a repeat intervention. The patient was admitted to the hospital on (B)(6) 2024 and on september 13, 2024, it was noted the patient underwent an endovascular repeat intervention for a severely kinked and rotated bridge stent in the sma. A gore® viabahn® self expanding endoprosthesis device was implanted during the procedure. The patient was discharged from the hospital on (B)(6) 2024.

Manufacturer narrative:
B5 describe event or problem was updated. Without a lot number or device serial number, the manufacturing date and/or production details cannot be determined, and the information provided to gore cannot be connected to a specific device. With the information provided to gore, the root cause of the reported event cannot be established. This complaint was initiated based on information received from a study alert from the medrio study database. The reported information indicates a potential device malfunction, related to kinking and rotation of the implanted stent graft, has occurred. Presently, no items were available to directly evaluate product performance relative to the reported device failure mode. Additional information captured within correspondence with the study coordinator was received suggesting device positioning may have contributed to the reported complications within patient tortuous anatomy. However, a definitive root cause could not be identified with the available information. Correction: h6 investigation findings code c070601 was chosen incorrectly. C20 is the correct one.

Event description:
The following was reported to gore on (B)(6) 2025 from the medrio study database: on (B)(6) 2021, this 79-year-old female patient underwent endovascular treatment for thoracoabdominal aneurysm iii. The patient was treated with a cook t-branch device and two gore®viabahn®vbx balloons expandable endoprosthesis devices placed in the superior mesenteric artery (sma) and right renal artery. In a follow-up investigation, on (B)(6) 2024, during a cta, it was discovered that the asymptomatic patient had a severely concaved distally and rotated sma bridge graft. This adverse event required a repeat intervention. The patient was admitted to the hospital on (B)(6) 2024 and on (B)(6) 2024, it was noted the patient underwent an endovascular repeat intervention for a severely kinked and rotated bridge stent in the sma. A gore®viabahn®self expanding endoprosthesis device was implanted during the procedure. The patient was discharged from the hospital on (B)(6) 2024. The physician stated that the issue was probably caused by poor position of the fewest rated stent graft in the tortuous anatomy.